Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station label printer not printing. A technical support specialist reinstalled drivers and reconfigured to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a station label printer was not printing. The customer reported that there was a delay in dispensing medication to patient. There were no adverse events or injuries reported based on this event.